Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, tandem charging pad and tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter, a secondary charging pad and using a secondary usb cable.